Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Insulin pump received with minor scratched lcd window and missing display window cover. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump case and display was damaged. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.